Event description:
Complainant alleged that care providers were treating a female pt whose rhythm was in s.v.t. And they were unable to obtain an ECG trace using a three lead cable. The unit's monitor screen displayed an "ECG lead off" message in all three leads. They attempted to use another three lead cable with the same results. They obtained another unit and treated the pt. There was no adverse effect on the pt.